Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of "low", due to having a basal rate setting that was too high. Low bg was addressed by consuming carbohydrates. Customer updated the basal rate setting to address the event.